Manufacturer narrative:
Insulin pump had blank display due to faulty x2 on ib. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, rime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Unable to verify missing segments/partial display and black dot due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump just died. And it was not doing anything. When the customer tried to hit esc it goes to black dots. The customer reported that it was showing partial icons and the main part of the screen had black dots. The customer reported that last couple of day¿s blood glucose had been running higher. The customer reported that it was running 200-240mg/dl. The screen was blank and when hits esc looks like pixels. The customer put in a new battery in a day and half ago. Then today it was showing one bar on the battery. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.